Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Rmping numbers could not be confirmed due to unresponsive keypad.the device was also received with a cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, minor scratches on the display window, and loose/shifted end cap sticker.(B)(4).

Event description:
The customer called and reported that the numbers on the insulin pump were continuously scrolling. The customer's blood glucose was 171 mg/dl. The insulin pump had been worn in customer's pants all day. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.